Manufacturer narrative:
The video processor lamp hours were within range. The customer was instructed to ensure the light source cable was secure on both ends and alternate the cable with one from a working tower and connect to the video processor to reconfirm the issue. The device was not returned as yet. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The biomedical specialist on behalf of the physician reported to olympus, part of the image from the video processor was dark when in cavity. It was further reported the issue mainly happens when they change from a 180 scope to a 190 scope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was returned and it was determined that the cause of the phenomenon was the deterioration of the main lamp and the influence of dust inside the equipment. Additional information was received stating that after review, the estimation code entered was cvx, and was changed to cvp1325y. The issue was identified as procedural when changing scopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.